Manufacturer narrative:
(B)(4) the device was returned and evaluated. The reported device malfunction could not be replicated.

Event description:
On (B)(6) 2017, a female patient received a staged convergent ablation with left vats laa using an atriclip pro240. After the convergent portion of the procedure, the surgeon placed the atriclip thru a 12 mm trocar in the left chest. After the clip was placed on the laa and closure confirmed via tee, the surgeon was unable to pull the device back through the trocar. The surgeon closed the gray handle and release the orange trigger several times; however, the applier was stuck with the metal jaws open. At that point, the surgeon had to extend his incision another inch to accommodate the device¿s removal from the chest cavity. The procedure was prolonged by one minute. Based on follow-up, the patient was recovering from the convergent procedure.